Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure a right atrial lead was attempted to be placed when high pacing thresholds were observed. The lead was attempted to be repositioned, but the helix would not retract or extend. A new lead with the same device model was used to complete this procedure. No adverse patient effects were reported. This lead has been indicated by the field representative to not be available for return. Given this information this case has been concluded, should additional information become available an updated report will be submitted.